Event description:
The customer reported an insufficient fluid removal on a prisma machine. The machine removed 40 ml less than what was programmed at various time. During the pt's treatment several incorrect replacement weight alarms occurred. Facility's clinical nurse educator phoned the intensive care therapy specialist to help troubleshoot the inadequate replacement fluid issue and denied kinked lines, unbroken frangible pins or inaccurate scale calibration. This was a pediatric pt but according to facility's clinical nurse educator, neither pt injury nor medical intervention was reported/required as a result of this incident.